Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies found. However, visual analysis noted grommet damage and long charge time, not eri (tachy).

Event description:
It was reported after dft testing, oversensing was observed on programmer. The device was taken out of the pocket, detached from the ventricular lead and then re-attached. Again, noise was observed. Consequently, this device was not implanted. No patient complications have been reported as a result of this event.